Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received for further evaluation. All available information regarding this occurrence has been forwarded to our mrb business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness.we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during a chemotherapy infusion, the set leaked. No injury reported.